Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 500 mg/dl customer took 16-17 units of insulin and went to sleep. Customer's blood glucose is now over 600 mg/dl. Customer went to breakfast and went grocery shopping. When she got home, her blood glucose was over 500 mg/dl. Customer stated that she has nausea due to her high blood glucose. Customer stated that she is unable to remove or change the infusion set at this time. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was also advised to monitor the pump and speak to her doctor about her high blood glucose levels.